Event description:
It was reported that the device had primary audible alarm problem. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was a primary audible alarm problem. The device was in a good condition with no appearance of any physical damaged. Performed occlusion test, primary audible alarm bgnd test, unable to duplicate the primary audible alarm bgnd during occlusion test. Unable to determine who cause the problem. Replaced speaker for preventive. Performed pm maintenance and all functional testing.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test.

Event description:
Additional information received via email: I was not made aware of any patient involvement.